Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -14.00/2.00/103. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6, -14.00/2.00/103 diopter implantable collamer lens in to the patient's left eye (os). Excessive vault was noted as well as elevated intraocular pressure (without pupil block and angle closure). A supplemental medwatch will be submitted when additional information is available. See MFR # 2023826-2015-01174 for right eye.

Manufacturer narrative:
Surgeon indicated the iop was under control. No secondary surgical intervention was needed. Lens implanted on (B)(6) 2015. (B)(6). (B)(4). The patient was under the age of 21 years old, at the time of implantation. (B)(4).